Event description:
It was reported the cutter/stapler was used during an gastric bypass. The staple rows only formed 1/2 to 3/4 down the reload. The case was completed with another reload without incident. No patient consequence.